Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib (generator interface board_ pcb assembly was evaluated and replaced. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and self -rebooted during use. No pt serious injury or death was reported related to this event.